Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking or jolting sensation "once in a while" that traveled down the right leg. The pt had lost 180 pounds in the last 18 months, which has caused the implantable neurostimulator to "bounce around in the body" and "not work as well." Add'l info has been requested, a f/u report will be sent if add'l info becomes available.